Event description:
Patient was revised to address tibial loosening. Osteolysis was observed behind the tray and patella.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately 2 years ago. The product associated with this reported event was not returned for examination. The product code and lot code required to retrieve the device history records for reviewing and search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.